Manufacturer narrative:
The reported events of insulation damage, failure to capture, and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. The suture sleeve was found cut due to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the atrial lead exhibited a failure to capture and increased pacing impedance. It was suspected that the lead had been cut during a prior unrelated procedure. The lead was explanted and successfully replaced. There were no patient consequences.